Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). Additionally, the right atrial (ra) lead exhibited undersensing, and the implantable cardioverter defibrillator (ICD) experienced premature battery depletion due to high outputs. The sensitivity of both leads was adjusted, and tachy therapies were programmed off as the patient is currently unresponsive, intubated, and moving to comfort care due to non-device related conditions. No patient complications have been reported as a result of this event.